Event description:
Device malfunction: difficult to remove sds. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after the xceed stent was placed in a severely calcified, long lesion in the iliac artery, resistance was met and the sds was difficult to remove. Reportedly, force was applied, however, the sds could not be removed from the anatomy. The sds was disassembled and the device handle, inner-catheter, and outer-catheter was removed without issue. Due to the lesion length, a second stent was placed proximal to the first implanted xceed stent. There was no reported adverse patient effect. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigatin is not complete.